Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion being treated was located in the moderately calcified and moderately tortuous unspecified artery. The 2.75 x 20mm liberte stent delivery system was advanced but could not cross the lesion and the stent became damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion being treated was located in the moderately calcified and moderately tortuous unspecified artery. The 2.75 x 20mm liberte stent delivery system was advanced but could not cross the lesion and the stent became damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion being treated was located in the moderately calcified and moderately tortuous unspecified artery. The 2.75 x 20mm liberte stent delivery system was advanced but could not cross the lesion and the stent became damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the returned device did not match the reported device lot number. Additional information has been requested to clarify if the correct device was returned. A visual examination of the returned device found no kinks or damage along the entire length of the shaft. No issues existed with the profiles of the crimped stent, balloon and tip sections of this device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).